Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with established service and test procedures. The reported nitric oxide (no) delivery inaccuracy could not be replicated during the investigation. Gas monitoring performance and all other functional checks related to the reported failure mode were confirmed to be within specification. The investigation included a review of the device's log file, which indicated that the patient had been receiving ino therapy at 40 ppm for more than one week. A sensor zero calibration performed after the device was removed from the patient demonstrated evidence of no sensor drift. As stated in the instructions for use (page 3-5), prolonged exposure to high no concentrations exceeding 20 ppm may increase the risk of sensor zero drift and therefore should be limited. Based on the available evidence, the investigation concluded that the most likely cause of the reported event was no sensor drift associated with prolonged exposure to high no concentrations. No component failures or manufacturing defects were identified. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, the device failed to deliver the prescribed dose. During the event, a transient increase in the patient's pulmonary artery pressures was observed. The patient's vital signs returned to pre-event levels following a device exchange. No lasting adverse effects were reported. Ventilator mode and settings: servo-u.